Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mjk725 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and suture was used. The needle separated from the suture during use. It was not a control release needle. There were no adverse patient consequences reported.